Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b,d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is dealing with uti that led to sepsis. His concern is that it happened due to cathing and he would like to clear up issue first before placing order. No medical intervention was reported, no additional information provided. Spoke with customer's authorized spouse. It was reported that customer has had 4 uti's since he started using the catheters. On sep 8th the customer was sent to a rehab facility to treat his sepsis stemming from the recurrent uti's. It is unconfirmed whether the catheters caused the uti's. Lot number was unavailable at the moment but she plans to call back with lot info.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is dealing with uti that led to sepsis. His concern is that it happened due to cathing and he would like to clear up issue first before placing order. No medical intervention was reported, no additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is dealing with uti that led to sepsis. His concern is that it happened due to cathing and he would like to clear up issue first before placing order. No medical intervention was reported, no additional information provided. Spoke with customer's authorized spouse rhonda. It was reported that customer has had 4 uti's since he started using the catheters. On sep 8th the customer was sent to a rehab facility to treat his sepsis stemming from the recurrent uti's. It is unconfirmed whether the catheters caused the uti's. Lot number was unavailable at the moment but she plans to call back with lot info.